Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from venting valve. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope channel tube had glue and there was poor water vapor pressure. The issue was found during reprocessing. An intended gastric varicose vein procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the channel tube and air/water tube were clogged with foreign material and due to the air/water tube clogging, there was poor water vapor pressure and water feeding was insufficient. Additionally, the distal end and insertion section had crystals and dirt. The additional evaluation findings were as follows: the distal end sprinted back when operating the large angle knob, the scope connector cover unit had a scratch, the venting valve was leaking, the forceps channel port was worn, the suction cylinder was worn and the insertion section was wrinkled. Additional information received from the customer stated that tissue glue was used in the procedure performed previously to the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility